Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked all the pc¿s and found that the host-pc could not start up, while the other pcs were functioning properly. The fse solved the issue by replacing the host-pc and reinstalling the system software. The returned part was analyzed and showed that the host-pc was defective. After the host-pc replacement and reinstalling of the system software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.